Event description:
The reporter contacted animas on (B)(6) 2012, reporting the patient wore the pump in the ocean and then the pump emitted a call service alarm. When the alarm was addressed the pump lost power. The reporter also stated that the bolus button cover was missing. The reporter stated that the battery was removed and there was water inside of the pump. The reporter allowed the pump to dry out, the battery was replaced and the pump turned on for a few seconds and then shut down. The reporter stated they believe that the water got in the pump which caused it to power down. There was no damage to the battery cap or battery compartment. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump boots up with audio, vibration, and no display. Internal moisture damage was observed when the pump was opened. There were no alarms related to the complaint in the alarm history. No damage was observed to the battery compartment and no corrosion was observed inside the compartment. There was no defect found against the no power complaint, the pump powered up with a blank display. Unrelated to the complaint, a bolus button defect was confirmed. A missing audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The missing audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump.